Event description:
It is reported that a customer experienced high blood glucose of 469 mg/dl. The customer took a manual injection but still did not feel well. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting, but the customer had to get off the phone to receive treatment because their blood glucose was not dropping even after a manual injections. The customer will call back at a later time to finish troubleshooting the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.